Event description:
There was a lack of insulation around the tip of the mitek vapr electrode. At that time they reported no pt related incident as a result of this situation. The device was returned to mitek. It was found that a portion of the ceramic tip was broken off and missing. The sales rep. Informed the facility that all pieces were removed from the joint at the time of the event. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.